Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported via the sales rep that the unit sheared during surgery. It is further reported that during insertion, the screw was a little stiff and the surgeon applied a little extra torque. It is further reported that the screw sheared into 2 pieces, one half was retrieved whilst the other remains in the patient bone. It is further reported that there are no adverse consequences, however, the procedure was delayed by 20 minutes.